Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective ip key & led communication board. In consequence (correction) the ip key & led communication board was replaced. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following incident description: during the maintenance it was found that o2 button sometimes does not function.

Event description:
Hamilton medical ag received the following incident description: during the maintenance it was found that o2 button sometimes does not function.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during the maintenance it was found that o2 button sometimes does not function.